Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device issued a "speaker malfunct" inop together with a loss of audio. No pt harm was reported.